Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: precautions: juvéderm® ultra plus xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. Juvéderm® ultra plus xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Company representative reported on behalf of a healthcare professional that one syringe of juvéderm ultra plus¿ xc was found cracked. Healthcare professional later confirmed that the crack occurred during injection. There was patient contact but no injuries. The needle from the package was used.

Event description:
Company representative reported on behalf of a healthcare professional that one syringe of juvéderm ultra plus¿ xc was found cracked. Healthcare professional later confirmed that the crack occurred during injection. There was patient contact but no injuries. The needle from the package was used.

Manufacturer narrative:
Device analysis: "1 empty syringe of 1.0ml received in an opened pack with an opened tray. Without cap nor needle. A crack is observed at the 3mm luer lock level."